Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of infusion difficulty is confirmed due to evidence of a burst in the returned device, and the cause of the infusion difficulty appears to be use-related. The device returned is one assembled broviac/hickman style repair kit with a small amount of tubing attached to the opposite side of the repair site. Visual observation found a small amount of use residues on the device, and the printing on the clamping sleeve appeared somewhat worn. A split, mostly longitudinal but with a curved end, was found in the repair kit tubing just distal to the clamping sleeve. The splice sleeve was nearly centered over the repair site, and while there appeared to be some adhesive voids underneath the splice sleeve, most of the area appeared to have adhesive coverage. Tactual evaluation found tensile weakness in the main tubing of the repair kit, particularly at the split site. Functional testing found the device patent to infusion, but a leak developed at the split. The tensile weakness, shape, and texture of the split identify it as the result of a burst from overpressurization. This can occur when the catheter is flushed against an obstruction. Measurement of the wall thickness at a point along the repair kit tubing found it above the specification for minimum wall thickness; no evidence of a manufacturing issue has been identified. The catheter was originally repaired for the catheter becoming ¿lubrified,¿ according to the complaint description. Therefore at the time there was no complaint stated for obstruction. The catheter as returned appears to be patent, with no obstruction. The difficulty of infusion appears to be isolated to the period of use of this repair kit. This complaint appears to be use-related. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was implanted (B)(6) 2013. It was repaired on (B)(6) 2017 because the central venous catheter was unable to infuse urokinase involving a child on in home nutrition 6 days a week. No other information was provided.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was implanted (B)(6) 2013. It was repaired on (B)(6) 2017 because the central venous catheter was unable to infuse urokinase involving a child on in home nutrition 6 days a week. No other information was provided.